Manufacturer narrative:
Method: graft (B)(6) not returned to rti and remains implanted. Investigation. Review of internal records, donor records, tissue donor serological test results, medical release, mfg history, qa/qc reviews and processing cultures. Graft (B)(6) passed all release criteria prior to distribution. Results: graft (B)(6) was irradiated within the validated dosage to eliminate potential viable microbes. Review of tur database reveals 42 tissue utilization records received for this donor with implant dates ranging from (B)(6) 2003 through (B)(6) 2004 with no related complaints identified which implants from this donor. Conclusion: the processing method utilized for the graft, irradiation and demineralization, are validated to eliminate the potential of disease transmission. It is more reasonable that exposure to (B)(6) is due to a source, event, or behavior other than allograft implant given that donor serological testing results are negative for (B)(6) and the processing methodology utilized for the graft.

Event description:
Recipient claims that blood testing results for viral communicable diseases showed evidence of exposure to (B)(6). Graft (B)(6) is associated with bts recall.